Manufacturer narrative:
Concomitant therapies: juvéderm® volbella® with lidocaine, and juvéderm® volite¿. The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Clarification : the filler was injected into the patient and is not accessible for return. The syringe was discarded. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported injecting a patient in the full face with 14 syringes of juvéderm® voluma®, 5 syringes of juvéderm® volift® with lidocaine, 1 syringe of juvederm® volbella® with lidocaine, and 2 syringes of juvéderm® volite¿. The patient was pretreated with a numbing agent and given ice and antibiotics post-treatment. Eight weeks later, the patient reported ¿redness and swelling¿ on the face. The next day, the patient was evaluated, and it was considered that there may be a little ¿inflammation¿ and ¿transient edema¿ was caused, with a ¿delay onset of allergic reaction¿ was suspected. The patient was prescribed ciprofloxacin, methylprednisolone, and cimetidine. When the patient stopped taking the medication 5 days later, the whole face appeared with ¿swelling immediately.¿ the patient was referred to a hospital, where the patient was recommended to continue to take steroids, decreasing the dosage week by week. The patient then reported ¿hand arthralgia,¿ as a parent had the medical history rheumatoid arthritis, so the patient visited the immunology doctor. A blood test was performed that stated: ¿rf value is high.¿ the patient re-consulted with the dermatologist and continued the steroid treatment. The symptoms resolved 3 months after onset. This is the same event and the same patient reported under MDR ID# 3005113652-2020-00584 (allergan complaint # (B)(4)) and MDR ID# 3005113652-2020-00586 (allergan complaint # (B)(4)). This MDR is being submitted for the second suspect product, juvéderm® volift® with lidocaine.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Health professional reported injecting a patient in the full face with 14 syringes of juvéderm® voluma®, 5 syringes of juvéderm® volift® with lidocaine, 1 syringe of juvederm® volbella® with lidocaine, and 2 syringes of juvéderm® volite¿. The patient was pretreated with a numbing agent and given ice and antibiotics post-treatment. Eight weeks later, the patient reported ¿redness and swelling¿ on the face. The next day, the patient was evaluated, and it was considered that there may be a little ¿inflammation¿ and ¿transient edema¿ was caused, with a ¿delay onset of allergic reaction¿ was suspected. The patient was prescribed ciprofloxacin, methylprednisolone, and cimetidine. When the patient stopped taking the medication 5 days later, the whole face appeared with ¿swelling immediately.¿ the patient was referred to a hospital, where the patient was recommended to continue to take steroids, decreasing the dosage week by week. The patient then reported ¿hand arthralgia,¿ as a parent had the medical history rheumatoid arthritis, so the patient visited the immunology doctor. A blood test was performed that stated: ¿rf value is high.¿ the patient re-consulted with the dermatologist and continued the steroid treatment. The symptoms resolved 3 months after onset. This is the same event and the same patient reported under MDR ID# 3005113652-2020-00584 (allergan complaint # (B)(4) ) and MDR ID# 3005113652-2020-00586 (allergan complaint # (B)(4) ). This MDR is being submitted for the second suspect product, juvéderm® volift® with lidocaine.